Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from insertion section. Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the distal end and forceps elevator both with foreign material and a stain inside the light guide lens, the air/water cylinder had no color, the suction cylinder has no color, due to a dent on the connecting tube, water tightness was lost, due to damage on the k-wire, fixing force of guide wire does not meet the standard value, due to annual inspection, parts must be replaced, and corrosion was found around the left arm, and the universal cord has coating peeling. It is most likely that the issue found was due to a result of mishandling of the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the distal end and forceps elevator both with foreign material and a stain inside the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.